Event description:
It was reported that the device detected inappropriate non-sustained lead noise episodes due to post-paced t-wave oversensing. The patient had been discharged, and the device will be reprogrammed. No further information is available.

Event description:
New information provided indicated that the asymptomatic patient presented in clinic for follow-up and post-paced t-wave oversensing was observed on stored egm. Recommended programming changes were performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.